Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump failed. The case broke. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump was returned for analysis.